Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, the customer received multiple, inaccurate fill estimates after loading a cartridge with 500 units of insulin. Subsequently, the air was not being removed from the cartridge prior to filling. The customer's blood glucose level was 503 mg/dl, which was addressed with a correction bolus. Reportedly, a cartridge was reloaded successfully.